Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose reader 2 would not power on with the button pressed or test strips inserted. The customer could not obtain a blood glucose reading and as a result, they became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional who provided oral glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.